Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple bent infusion set cannulas, previously reported on complaint (B)(4), leading to pump discontinuation and expressed difficulty managing glucose with frequent highs and lows while using meal announcements as corrective dosing. Symptoms included episodes of hyperglycemia and hypoglycemia. Outcomes included temporary interruption of pump therapy and shipment of replacement infusion supplies with additional training scheduled. Investigation included review of user-reported history and system use patterns. Investigation of this case revealed improper use behavior characterized by repeated meal announcements to drive correction dosing and likely infusion set insertion or site issues consistent with bent cannulas. It was concluded that user technique and use pattern contributed to glycemic variability, and replacement supplies and training should mitigate recurrence.